Event description:
Certified cardiovascular perfusionist (ccp) noticed that at the end of the CABG, blood was dripping from the cardiopulmonary bypass (cpb) circuit and heard a hissing noise. He noted that the venous blood sample line had come apart. The line spontaneously separated from the connecting hub that was attached to the venous inlet of the cardiotomy reservoir. Md's notified. Manifold turned off and expedited the wean from cpb. No ill effects to the patient. Blood loss was approximately 100 ml.====================== health professional's impression======================noted that the venous blood sample line had come apart. The line spontaneously separated from the connecting hub that was attached to the venous inlet of the cardiotomy reservoir.